Manufacturer narrative:
Visual inspection of the device showed irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. The steering knob and the tension control knob functioned properly on both lock and unlock positions with no abnormal resistance. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a pediatric case. During mapping with the intellanav mifi oi at 2cc maintenance flow, a slight drip was observed at the luer lock connection of the catheter tubing where it connects to the irrigation tubing. Blood was also observed to backing into the flush line. The catheter was replaced for another intellanav mifi oi and the procedure was continued.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a pediatric case. During mapping with the intellanav mifi oi at 2cc maintenance flow, a slight drip was observed at the luer lock connection of the catheter tubing where it connects to the irrigation tubing. Blood was also observed to backing into the flush line. The catheter was replaced for another intellanav mifi oi and the procedure was continued.